Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were deep seated in the laa for deployment. Intra-cardiac echocardiography (ice) was being used during the procedure. The physician placed the ice catheter close to the laa to visualize deployment. When the device was deployed, it came proximal and hit the ice catheter in the proximal laa causing a pericardial effusion (pe). Pericardiocentesis was performed. After the pe resolved, the device was deployed and implanted successfully. The patient made a full recovery.